Event description:
It was reported that a clot allegedly appears approx. 1 cm above a vena cava filter that had been placed 7 weeks prior. Two clots are present, one above and one below the filter. The pt was seen for leg swelling. A cat scan was performed and the clots were allegedly observed. The size of the clots is unknown. The renal arteries are patent. The patient has no known condition that would cause a clot to appear above the filter. No patient injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. There is nothing seen in the DHR to indicate that there was a manufacturing related cause for this event. The filter remains implanted, therefore, it could not be evaluated. The result of the investigation was inconclusive and the root cause is unknown. The current IFU (instruction for use) states the following: possible complications include, but are not limited to, the following: caval thrombosis/occlusion.